Event description:
It was reported that a physician performed a novasure endometrial ablation on (B)(6) 2013 and rec'd two unsuccessful cavity integrity assessment (cia) tests. Immediately following, a hysteroscopy was performed and revealed a uterine perforation. The procedure was aborted and the pt was admitted into the hospital. Prophylactic antibiotics were administered. The "[physician] saw the pt on discharge [(B)(6) 2013] and [was] happy with observations." A hysteroscopy, dilatation and curettage (d&c), removal of intrauterine device (iud) and sounding with a metal sound (not hologic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. If add'l relevant info is rec'd or device eval completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation.(B)(4).